Event description:
It was reported to manufacturer that the vns pt presented at the hospital due to an increase in seizure activity, relationship to pre-vns baseline unknown. The physician on call at the hospital performed both a normal mode and a system diagnostic test, which revealed normal device function. The physician did make a change to the programmed settings, however, the specific changes are unknown. Attempts to obtain additional info from the treating physician are underway.